Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was not feeling paresthesia and had some increased low back pain, but was unsure if it was related to the stimulator settings or increased activity. It was noted that the patient recently played 2 rounds of golf. The patient was not needing to charge the device as often¿¿staying close to 90%¿, and they were charging but ¿it doesn¿t go down much.¿ it was noted that the pain had been worse compared to original settings. The patient did not like that they could not adjust the intensity and ¿can not control pain relief with [their] stimulator¿. No actions were reported and the outcome of the event was noted to have been unknown at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient was somewhat unsatisfied with the therapy due to no pain relief, and no stimulation was felt. It was noted that the current setting the patient was on was the weirdest one they¿ve had so far. The patient programmer battery goes down, but the internal battery stayed at 100% and did not drop down from there. When it was going to be charged, the internal battery was 100%, but it was charged for 35 minutes before the patient programmer says ¿finished¿. It was noted that there was no further information regarding the cause of the event and actions/interventions taken to resolve the event. No further complications were reported/anticipated.